Event description:
The autopsy report was received for the patient. The cause of death per the autopsy was due to seizure disorder. The cause of death was listed as natural. A narrative of the event provided by the coroner indicated that the patient was alive at approximately 1936 hours (B)(6) 2016, sitting in his wheelchair at the group home. The patient was then found unresponsive and slumped over in his wheelchair and cyanotic at approximately 2000 hours. The patient was taken to the ed by paramedics and was pronounced dead at 2045 hours. A review of the manufacturer's in-house programming history database revealed that on (B)(6) 2015 the device was functioning within normal limits.

Event description:
It was reported by a physician's office that a vns patient was deceased. An obituary search identified that the patient had died at the hospital. Additional follow-up to the physician's office revealed that they were not aware of the cause of the patient's death. It was stated that the patient lived at a group home facility. Follow-up to the hospital where the patient expired revealed that per their policy they will not release information regarding patients that are deceased. No additional relevant information has been received to-date.